Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net and complained of feeling "lousy". It was noted that the pulse generator exhibited multiple inappropriate auto mode switch episodes which indicated the presence of competitive atrial pacing. No intervention or additional information was reported.